Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Patient was revised to address a vertically-malpositioned cup, and there was also metal debris and blackening of the tissue and osteolysis. Update: 9/13/2013 - litigation alleges pain and discomfort. Update ad 13 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges loosening of cup, metallosis and elevated metal ions. Corrected implantation date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.